Event description:
The device was used during a laparoscopic procedure. Reportedly, the knife assembly did not advance or retract. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.